Event description:
The following information was provided: while performing a pressfit tibia, a cemented tibia was implanted. Sales rep noticed during the write up on the case that the incorrect implant was placed. Sales rep informed the surgeon as soon as it was noticed. The surgeon brought the patient back to the operating room and replaced the implant with a pressfit tibia.

Manufacturer narrative:
Reported event: an event regarding incorrect selection - user error involving an triathlon baseplate was reported. The event was confirmed via review of the provided implant sheet. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. Complaint history review: there have been no other similar events for the lot refenced. Conclusions: it was reported that while performing a pressfit tibia, a cemented tibia was implanted. Sales rep noticed during the write up on the case that the incorrect implant was placed. Sales rep informed the surgeon as soon as it was noticed. The surgeon brought the patient back to the operating room and replaced the implant with a pressfit tibia. The reported event is considered to be the result of user error. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.

Manufacturer narrative:
Corrected data: date of implant.